Event description:
It was reported that a user experienced sustained hyperglycemia around 200 mg/dl for a few hours while using an ilet pump and sought confirmation that insulin delivery was occurring; the agent verified that the pump was delivering insulin and advised that the system may limit aggressive correction when values are near target to reduce overtreatment. Symptoms included elevated blood glucose. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included user-reported troubleshooting and education. Investigation of this case revealed no device malfunction and behavior consistent with automated dosing near target range. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.